Manufacturer narrative:
Initial reporter address: (B)(6) the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The issue was not reproduced during evaluation, however the evaluator found the force sensor calibration out of range, which is a known contributor to the problem. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had failed downstream occlusion detection testing. No additional information is available.